Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (non-functional ecgs) was confirmed. As received, the electrode belt failed an ECG falloff test. Upon investigation, the ECG "a&b" cable was cut, severing the red (-5v) wire in the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that an electrode belt had non-functional ecgs.